Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 360 mg/dl. The customer was treated for high blood glucose with pump. The customer agreed to send back the infusion set and reservoir. The customer was advised that the cannula may have been inserted in a capillary and the slightly bent cannula may be leading to high blood glucose. The customer was advised to give us a call back once the tubing clamp is received so we can test the pump. The customer reported via phone call that they had site issues. The customer's blood glucose at time of incident was 492 mg/dl. The site doesn't appear to be infected. The blood looks like it is dried blood at the site. The customer changed the infusion set and site.